Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. The patient was experiencing pain throughout the entire procedure. The procedure was completed in the physician's clinic without any other problems and the patient went home. The patient later went to the emergency room for pain issues and was sent home that evening. The surgeon opines that the patient experienced pain because there was not an appropriate pain management protocol implemented. Currently, the patient is fine.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.